Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(4) 2005, product type: programmer, patient. Product ID: 3487a, lot# j0526982v, implanted: (B)(6) 2005, product type: lead. Product ID: 3487a, lot# j0546647v, implanted: (B)(6) 2005, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and experienced a shocking sensation. It was stated that most of the patient¿s leads were shut off, part of ¿it¿ was shut off, and the whole right side was shut off. The patient was reported as having been feeling very painful shocking on her right side, until the device was turned off two to three weeks prior to this report. It was thought that the shocking could have been caused by a fall the patient had in (B)(6) 2013. It was stated that ¿it was starting to wear down¿ and when the patient fell, ¿it got worse.¿ the patient was reported as not having been able to feel stimulation, but only on her right side, as that side had been turned off. It was reported that the patient¿s healthcare provider had thought that turning one lead off would fix ¿this,¿ however, ¿this didn¿t happen.¿ it was noted that ¿they¿ had been working on ¿it¿ for about 5 months and had been doing some work on the left side. It was further noted that the patient has had the implantable neurostimulator (ins) since 2005 and has been slowly increasing the amplitude.